Event description:
It was reported that the wavelet withheld therapy for what the doctor thinks is ventricular tachycardia (vt). Rate was roughly180 bpm and terminated on its own with no complications. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).